Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 870 mg/dl. The customer¿s current blood glucose was 389 mg/dl. Customer treated with insulin drip in hospital. Customer was wearing the insulin pump at time of hospitalization. Customer stated that the drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. Unit was received with corroded battery tube and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.